Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that starting about 2 weeks ago, the patient was not feeling the stimulation on the inside of their body at all, they were leaking more, and going more often. They stated that the healthcare provider told them that ¿the device they had was a rechargeable device.¿ no troubleshooting was possible on the call. It was later reported that the patient was experiencing a return of symptoms, so they visited the healthcare provider and their device was interrogated. ¿appropriate, stepwise action was taken during impedance checks and each check presented impedance.¿ the patient was scheduled for a lead revision/possible battery replacement due to device failure and moved forward with surgical intervention on (B)(6) 2019. It was reported that upon opening the pocket and removing the ins, it was found that the distal portion of the lead had been broken off and was still inside the header of the explanted ins. A new lead and ins were placed, and the issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Analysis identified that the conductors were broken at the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Concomitant medical products: product ID 3889-28 lot# va1tla3 implanted: (B)(6)2018 explanted: (B)(6)2019 product type lead.

Event description:
Additional information received from the representative stated that impedance was high on each of 3 checks done in clinic. Devices were returned using the report number.